Event description:
It was reported that the patient is a quadriplegic and uses the malleable penile prosthesis to keep his condom catheter in place. The patient indicated that last spring he had pneumonia and stomach spasms which caused the rods to migrate and curl up in his abdomen. The rods retracted 2 inches into his pelvis, and he is now unable to keep the condom on. He had an MRI which showed no complications to his anatomy. The physician suggested the patient and his wife pull the rods back into place. The patient requested further information from the manufacturer. No patient complications were reported.